Event description:
It was reported that a large volume infusor had a hair in the balloon. This malfunction was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured between may 19, 2013, and may 21, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The infusor was returned for evaluation. A visual inspection confirmed that was a strand of black hair, approximately 3 inches long, located inside the bladder. The cause of the condition was determined to be improper gowning during manufacturing. Awareness training was provided to appropriate personnel. Should additional relevant information become available, a follow-up medwatch will be submitted.